Event description:
It was reported that this insertable cardiac monitor (icm) device was replaced. The physician reported the icm device had stopped transmitting. The boston scientific representative provided the complaint device was deactivated but remains implanted. As scheduled another icm device was implanted successfully to continue monitoring. Device is not available for return. No adverse patient effects were reported.